Event description:
It was reported that: "postpartum patient who received evaluation from an anesthesiologist , who performed the epidural catheter removal on which presents rupture, leaving a fragment of the catheter in the left foraminal location in l3/l4 in contact with the l3 emerging root, according to a lumbar spine CT scan report." Awaiting additional information from the customer.

Manufacturer narrative:
(B)(4), the reported complaint of epidural catheter breaking during removal was confirmed based upon the investigation of the sample received. The customer returned one flat filter, one catheter adapter and one epidural catheter piece. The returned components were visually examined with and without magnification. Visual and dimensional examination of the returned catheter piece revealed signs of stretching. The extrusion and coil wire are extremely stretched at the likely most distal end of the catheter as the distal tip is not intact and was not returned. The returned catheter appears used as biological material can be seen between the inner coils and adhesive material can be seen on the outer extrusion. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. A device history record review was performed on the epidural catheter with no relevant findings. Based upon the condition of the sample received and the observed evidence of the extrusion and coil wire stretching at the distal end, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "postpartum patient who received evaluation from an anesthesiologist , who performed the epidural catheter removal on which presents rupture, leaving a fragment of the catheter in the left foraminal location in l3/l4 in contact with the l3 emerging root, according to a lumbar spine CT scan report." Awaiting additional information from the customer.